Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was capsular contracture, baker grade unknown. Device evaluation: visual analysis of the returned device identified the device to be underweight, broken shell, and crease flat. A microscopic analysis was performed which found an opening striated on posterior side consistent in the use of a surgical tool. Based on the device analysis the final assessment is a striated opening on posterior side due to surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.